Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, while using the video system center and with the patient under general anesthesia, the image suddenly went black and did not return. Error message e227 was displayed. The videoscope was replaced; however, the image was still not restored. A second replacement videoscope was then connected, and the image returned. The procedure was completed using the same video system center. No patient injury or adverse outcome was reported.